Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A functional test could not be performed due to the condition of the returned device. A visual examination of the catheter showed a crack approximately 135.5 cm from the distal end. No portion of the device appears to be missing. The pre-loaded wire guide was included in the return. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. Damage to the catheter can occur if the device experiences excessive pressure during shipping and general handling. Prior to distribution, all hercules 3 stage wireguided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a dilation procedure, the physician chose a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The balloon was removed from the packet, and a kink in the catheter was noted. The wire would not advance through the catheter, and the product was not used. There was no contact with the patient. There was no reportable information at this time. On 04/03/2018, the device was received for evaluation and found to have a crack in the catheter. The following additional information was received on 04/04/2018: the balloon was not used due to the fact that it was noted faulty the moment it came out of the packet.